Event description:
In 2009, dealer reported via phone, that an end-user had allegedly fallen while using her rollator. The dealer reported that with the brakes engaged, while moving backwards from a busy walkway, the end-user released the brakes and tried to move -roll-backwards with her feet. After moving a few inches, the back legs allegedly folded inward, causing the end user to purportedly fall backwards. Per the dealer, the end-user's son reported, that his mother was to the hospital for bruises and scrapes to the head. A cat scan revealed no injuries. The incident sample has been sent to the MFR for eval. At this point, end-user operation error has not been ruled out. Date os use: 2009. Diagnosis or reason for use: aids in walking.